Manufacturer narrative:
Additional information - e1 (telephone number): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a procedure, the cutting wire of the device "broke as soon as it was tensioned". There was no adverse event/harm associated with this report. Further information regarding this event was requested, but no further data is currently available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coated portion of the cutting wire was torn, and the broken portion was scorched and melted at proximal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported phenomena: the break was caused by an electric discharge that happened by the mechanism below: 1) the coated portion was torn. 2) the cutting wire was exposed by the tear. 3) the exposed wire came in contact with the endoscope. 4) the device was energized with high-frequency current while the exposed part of wire was in contact with the endoscope. 5) the energization caused an electric discharge, resulting in break of the cutting wire. The coated portion was peeled off: the cutting wire was moved back and forth while the coated portion was in contact with the distal metal part of endoscope. The most probable cause is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.